Event description:
It was reported that at 91,748 joules while using the surgical fiber during a prostate procedure, the fiber was observed not to be firing in the right direction. Time expended: 17:39 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel surface; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the metal cap adhesion location exhibits burnt glue. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.